Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While attempting to place impella 5.5 through right axillary, patient developed thrombus and required fogarty embolectomy of the right axillary/subclavian artery. The support continued for patient for additional 2 days.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined.